Event description:
On attempting to remove the ls silverhawk catheter, the surgeon met with resistance on coming over the iliac bifurcation. Imaging of this showed the wire to be twisted around the catheter. The surgeon did not see this happening during the removal, but it caught the catheter on the sheath and for safety reasons, the surgeon removed the entire device (catheter with wire and sheath). There was no embolization and no evidence of injury to the vessel from the disrupted device. Procedure completed with another catheter after that.